Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly calcified and moderately tortuous left circumflex (lcx). The lesion was pre-dilated with a 2.50 x 12 mm non-compliant balloon. A 2.75 x 28 mm synergy was deployed and post-dilated and a proximal dissection occurred. The dissection was covered with an additional stent and the procedure was completed. Stent damage was also noted.